Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: alleged issue: during the insertion of the suture passer on the second capture the surgical assistant (sa) experienced difficulty advancing the suture passer into the silicone catch pad, and also noticed difficulty loading the suture into the passer's crochet hook in preparation for completing the second capture process. While exiting the suture passer out of the guide channel, it was noticed that the tip of the suture passer had broken off inside the patient's abdomen, unable to find/ retrieve the broken tip in the abdomen laparoscopically, it was necessary to open the patient to retrieve the broken tip, which was removed from the patient's abdomen. Patient current condition is fine.